Event description:
It was reported during a permanent implant procedure, the lead would not turn on with either the programmer or rapid programmer. The physician removed the lead and replaced it with a new lead. The new lead worked well and the procedure was extended 15 minutes.

Manufacturer narrative:
Results: the complaint for "no stimulation" was confirmed. As received, microscopic inspection revealed that channel 1 wire was damaged. The returned lead failed continuity test on channel 1. The returned lead was complete. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.